Event description:
Pt was revised to address pain. It was also noted that the surgeon did a tendon release.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.